Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump display screen is cracked and they cannot see anything to enter a bolus. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.